Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. E1: telephone (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was noted that during surgery the device would not put good holes in the skin. Additional surgical procedure was need as the surgeon had to cut the skin themselves. Additional grafting was needed and a delay of 1 hour occurred. Graft was not damaged but wasn't like a normal graft. Sutures were needed but no additional ones were.